Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. The keypad was intact and the cover was removed to investigate: contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. She noted that the issue started on 08/04/2012. The patient denied any peeling of the keypad. The patient reportedly wears the pump with a pump skin underneath clothing and does not clean the pump. There was no reported patient impact associated with this complaint. This malfunction is being reported because the alleged keypad malfunction remained unresolved.